Manufacturer narrative:
One device was received for evaluation. Visual inspection found the device in used condition. There was no applicable evidence in the event history log. Functional testing was able to duplicate the reported issue. It was determined that the air detector was the root cause and was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was an air in line alarm which was found during testing. There was no patient involvement and no patient harm/adverse event reported.